Event description:
It was reported that the pt experienced a shocking/jolting sensation when they were exposed to a theft detector or to a security gate and their stimulator was on. It was also reported that the stimulator used to turn itself off when exposed to security devices and eventually turned itself off ("just dies") regardless of environment. It was reported that the stimulation "slows down and disintegrates". Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).